Event description:
The event is reported as: complaint alleges: "the tubing on the pilot cuff is kinked resulting in leaking of the cuff". Defect discovered during incoming inspection. No pt injury reported.

Manufacturer narrative:
No sample is available for the MFR to evaluate. A follow-up report will be sent when investigation is completed.